Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used in a flexible ureteroscopy (furs) procedure in the left ureter performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber was broken inside the working channel of the scope. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event.